Manufacturer narrative:
As reported, during set up of a procedure, one unit of arista ah flexitip applicator packaging/pouch was torn and unusable. Visual inspection of the returned sample revealed significant damage/sterile breach of the pouch, likely caused by an object impacting and cutting through the sterile barrier. This damage occurred when the pouched product was outside its carton. This was the only pouch from the product carton reported to exhibit this condition. Based on the investigation performed by the manufacturing the damage occurred after leaving the manufacturing site. When the product was damaged after distribution cannot be determined. A review of manufacturing records was performed and found that the device was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during set up of a procedure on (B)(6) 2025, one unit of arista ah flexitip applicator packaging/pouch was torn and unusable. A new unit was used for the procedure and the outer box was not damaged. This was the only damaged pouch in the product carton.